Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for broken force sensor was detected during seating or regular delivery. Customer¿s blood glucose was unknown. Customer rewound the insulin pump and reported broken force sensor was detected during seating or regular delivery. Customer was switched to troubleshoot. Advise customer pump will need to be replaced. Advise customer refer to back-up plan, per hcp instructions. The insulin pump will not returned for analysis.

Manufacturer narrative:
The device alarmed during rewind due to motor encoder signal out of phase. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at reservoir tube window corners, stained address label, stained serial number label, stained end cap sticker and cracked keypad overlay.